Event description:
It was reported that at follow-up, high impedance was observed. During the explant procedure, insulation anomaly was found on the lead. The lead was explanted.

Event description:
The patient is a young body builder with a pectoral implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Partial lead returned in 2 pieces with a small 1.9cm section missing between the two pieces. A surface abrasion was found on the rv and svc connector legs and trifurcation boot. Electrical testing that could be performed showed normal values. X-ray analysis identified damage to the re cables proximal to rv shock coil at 9cm from distal tip. Dissection of re lumen at 9cm found that both cables had etfe abraded in the same location and appeared to o have abraded against each other. The insulation lumen was intact and undamaged. The cables had some filars abraded through but the elect- rical continuity of the cables was measured to be normal. Damage on the lead does not relate to the high hvli anomaly.